Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui and pop.

Manufacturer narrative:
(B)(4). It was reported per plaintiff profile form that patient underwent mesh excision on (B)(6) 2007 due to mesh extrusion, removal of additional mesh on (B)(6) 2007 due to exposure of mesh, excision of mesh on (B)(6) 2008 due to eroded mesh and partial removal of mesh on (B)(6) 2012 due to eroded mesh.